Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event (B)(6) as follows: it was reported that the t-pal applicator is supposed to have moving parts but they locked (seized) during a spinal surgery, thus necessitating abandoning the introduction of the implant. Surgery was prolonged approximately 20 minutes due the reported event. The patient was not harmed. It was further reported that the three devices that comprise the applicator were oiled after the event and the device was returned to service. It was reported that prior to the complained event, only the handle was oiled, not the other devices. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
A product development investigation ¿ 03.812.001: shows normal signs of use, normal wear and tear. 03.812.004: article shows strong signs of hammering on the back and in the recess (back-hammering). No inner shaft was received at investigation site. The instrument is not jamming when replicating the surgical steps with normal inner shaft. Very strong signs of hammering on 03.812.004 are visible. This might have caused the jamming of the thread. The design of the parts is adequate. Parts shall be evaluated by production with a special focus on the thread of 03.812.001/004. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 25.nov.2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.